Manufacturer narrative:
This is three of three manufacturer reports being submitted for this case. This case represents the esheath used in the case. Please reference related manufacturer report no: 2015691-2017-02401 and 2015691-2017-02402 according to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr sheath is 6.0mm. The patient¿s access vessel mld was 8mm and was moderately tortuosity. In this case, the kink in the esheath and the patient¿s access vessel calcification and moderate tortuosity, may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), during implant of a 29mm sapien 3 case in the aortic position, during gross alignment, there was difficulty aligning the valve on the delivery system balloon. There was extreme traction on the system and it was not possible to retract the balloon completely by manual manipulation. With the fine adjust, the valve was advanced slightly, but not completely aligned on the balloon. During valve deployment, it was observed on aortogram that only the ventricular part of the valve was opening. The valve was retracted into the thoracic abdominal aorta and deployed above the level of the renal arteries. New devices were used, however, there was again difficulty aligning the valve on the delivery system balloon. There was extreme traction on the system and the balloon cannot be pulled deeply enough under the valve. During an attempt to retract the valve into the sheath, the balloon more centrally placed under the valve and the whole system was advanced again. During valve deployment, it was again observed on aortogram that only the ventricular part of the valve was opening. The partially deployed valve was retracted to the descending aortic level. While attempting to retrieve the sheath, it was observed the device had torqued and kinked, causing a major bleed at the iliac/aortic level. The patient went into hypovolemic shock. An occlusion balloon was advanced via the left femoral artery and deployed at the abdominal aortic level, stabilizing the patient. A sheath was placed in the right femoral artery. A 28mm ptav balloon was advanced via the right femoral access to successfully deploy the 2nd valve at the level of the 1st valve. Two covered stents were implanted in the right iliac artery. The bleeding was stopped, the patient stabilized and the access vessel was successfully closed. 10 days post procedure the patient is still in the ICU and their outcome unsure. The patient¿s access vessel mld was 8mm and was moderately tortuosity. The valve alignment was attempted in a straight section of the aorta. There was a lot of tension experienced. Valve alignment and/or flex tip retraction was attempted multiple times to correct the issue. The system was not torqued or heavily manipulated. It was not possible to pull to the level of the warning marker.

Manufacturer narrative:
Image review was performed by an edwards lifesciences physician proctor. Procedural cine was provided for review. Procedural cine: heavily calcified annulus, horizontal aorta, bav x2, last bav with contrast injection, pt appears to be moving on the table, tip of delivery system touches and bends around aortic arch during valve alignment, valve diving and flex catheter buckling seen, as delivery system advances around the aortic arch, the ds appears to kink. Extreme diving seen. Appears to be too much wire in lv; undeployed valve across annulus shows that the distal marker is approx. 8mm from valve frame; ds balloon inflates distally because it is not centered on the valve and partially expands (only) the distal portion of valve. Balloon inflates completely causing valve to move aortic; partially deployed valve seen in descending aorta and deployed, valve not fully expanded as only proximal part of balloon is used for re-dilation, valve slides down ds catheter towards abdominal aorta, valve appears stable in abdominal aorta. Ds withdrawn, 3rd bav seen, no images provided of 2nd valve alignment. 2nd valve now seen being pulled back into esheath. As undeployed valve is pulled to the esheath, the flex catheter is seen being withdrawn. Valve is now against distal end of esheath and valve alignment is being performed without the flex catheter in position. Valve is seen diving into esheath, flex catheter advanced against valve. Flex catheter seen buckling, no images provided of complete valve alignment of 2nd valve, undeployed valve now seen across annulus; distal marker is approx. 6mm far from valve frame, ds balloon inflates, slightly expanding the distal portion of the valve and causing the valve to move aortic, ds balloon re-inflated again with valve not centered between markers, causing the valve to move aortic, 2nd valve now seen in abdominal aorta; undeployed, esheath on right side appears kinked, new sheath advanced in left femoral artery (appears to be an esheath), 1st valve in abdominal aorta re-dilated with a balloon (looks like a coda), 2nd valve now deployed within 1st valve (no images provided of deployment), dissection/perforation seen at right common iliac artery, endograft seen in right iliac artery, impression/recommendations: if tension is built up within the esheath or delivery system creating difficulties with valve alignment (valve diving, buckling), it is recommend to unlock the system to relieve tension and realign the valve. If tension persists and valve alignment is not possible, the entire system (esheath and delivery system with valve) should be withdrawn and a brand new esheath and ds should be used. Do not recommend deploying valve if not centered between balloon markers. Cause of asymmetrical expansion of valves is due to uneven expansion (distal portion expands first) as the valve is not centered between markers and working length of the balloon. It is recommended to lock the system with the flex catheter tip against the valve during withdraw into or at the esheath tip. Withdrawal should be gentle, without forcing the valve in order to avoid kinking of the system and complications of the delivery system diving. Valve alignment using distal end of esheath has never been suggested since this may cause damage to the unexpanded valve, esheath and vasculature. The esheath was returned to edwards lifesciences for evaluation. Upon visual inspection it was observed: there was slight liner delamination with no liner tears, the liner expanded as intended, the esheath distal tip was damaged, there were kinks 5-7 inches from the distal tip along the sheath shaft, and there were scratches along the sheath shaft. No relevant functional or dimensional testing was performed due to the condition of the returned device. A review of complaint history, lot history, DHR and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. The patient¿s tortuosity may have also contributed to the complaint. Per the esheath introducer set IFU, caution must be used in tortuous or calcified vessels that would prevent safe entry of the introducer set. Tortuosity can potentially cause insertion issues and result in kinking or bending of the sheath. Imagery from the procedure was reviewed and there appeared to be a distorted sheath profile with kinks/bends noted in the cine where the delivery system was partially removed/withdrawn from the patient. The imagery review revealed that there was difficulty with valve alignment and fine adjust. After attempting valve alignment, it was decided to retrieve the delivery system. When pulling of the delivery system back into the sheath, the valve remained at the sheath tip, which was inadvertently used to push the valve onto the inflation balloon. The sheath is not intended for this use. The distal tip damage observed on the returned device can be attributed to this misuse. It is possible that the kinking of the sheath occurred during the multiple attempts at valve alignment as this could build tension in the system and, coupled with the patient¿s tortuosity, could result in bending of the sheath. The observed minor delamination is likely an artifact of multiple bends all within a span of approximately 2 inches of the sheath. Additional procedural factors that could potentially impact sheath performance include incomplete sheath hydration and wiping of the hydrophilic coating during device preparation. The complaint of sheath shaft ¿ kinked, bent was confirmed based on visual inspection of the returned device. Based on available information, a definite root cause cannot be determined, however, patient and procedural factors likely contributed. No labeling or IFU/training inadequacies were identified and review of the complaint history for the month of july 2017 did not reveal that the occurrence rates exceeded the control limits for these trend categories. Therefore, no corrective or preventive actions are required at this time.